Event description:
Patient was revised because her stem had been cemented too high at time of primary surgery, and was riding above the glenoid. Patient had a hemi.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.